Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2007; 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high sensing integrity counter (sic), high impedance, and high rate non-sustained episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.